Event description:
It was reported and confirmed by telemetry that a critical alarm occurred due to zero ml of reservoir volume being reached. It was indicated that the patient was not getting 'a good amount of therapy' so the dose was to be increased and to also allow a longer refill interval. It was noted that a bridge bolus was completed at pump refill on friday (B)(6) 2012 to change the drug concentration from 500mcg/ml to 2000mcg/ml, however the last reading on the pump was noted in (B)(6). It was reported that the pump was interrogated and the volume indicated a zero volume with the old prescription. It was noted that the pump was infusing at 1ml per day so after 4 days there should have been 16ml left in the pump, but programming was not updated. It was noted that old drug was gone and delivering the new concentration and dose of 500mcg per day or 1ml per day and that the patient was being over-dosed. It was reported that recently the patient started "getting tight" and was being supplemented with oral baclofen. It was stated by the health care provider (hcp) that the patient was 'doing ok' and was having more spasms secondary to sepsis. It was stated by the reporter that the patient was mumbling and she also believed the patient was having other health problems and had been hospitalized for 2 months. It was noted at the time that the patient was speaking, sitting up, and alert and no other issues were seen. The drug delivered via pump was hydromorphone and compounded baclofen. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8840 lot#, serial# unknown, product type programmer; physician product ID 8709sc, lot# n159679019, implanted: (B)(6) 2009, product type catheter. (B)(4).